Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2023 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 360mm standard im nail per the sign technique manual. Surgeon comment: "patient had subtroch fracture right femur underwent orif with sign nail at dodoma came to us with pain of right thigh and inability to bear full weight, so he suffered non-union and we scheduled him for nail exchange and change entrance point more to the medial".